Manufacturer narrative:
The system controller, serial number (B)(4) was returned for evaluation. The reported event of a red heart alarm was confirmed during analysis. The returned system controller was unable to operate the pump when connected. The test system monitor displayed pump disconnected and pump off messages. The system controller was opened and electrically damaged components were noted to the primary motor driver circuitry. The electrical damage to the system controller printed circuit board is consistent with a compromised percutaneous lead. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that while the patient was at home with his wife, the system controller alarmed with the red heart alarm while the patient was on battery support. The wife changed the power source from batteries to the power module. Though the timing was not entirely clear, at some point the patient became unresponsive with agonal breathing. The system controller was then exchanged. The patient then had agonal breathing and recovery. According to the patient¿s wife, the lvad worked normally immediately upon exchange of the system controller and the patient recovered. The wife then called the vad coordinator, and 911 and the patient was transported to the ER of the implanting center. The patient aspirated, and is currently intubated and responsive. It was also reported that the patient's implantable cardioverter-defibrillator fired, but it was unclear at what point in time that occurred. The reporter's opinion is that it appeared to have fired during the event prior to the system controller exchange. The pump is running fine and no alarms have occurred with the back-up system controller. The log files were reviewed by the manufacturer which only recorded 3 minutes of data. There were numerous low speed and low flow hazard alarms, low battery events and pump speeds of zero. The system controller was in power save mode the entire 3 minutes before all parameters went to 0 for the last 5 lines of the log file. It was reported that the hospital staff believes this to be a system controller fail situation.

Manufacturer narrative:
Approximate age of device: 2 years, 10 months. The device was returned for analysis. Evaluation is not complete. The patient has a known internal driveline fracture from (B)(6) 2013 and is supported on an ungrounded cable. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.